Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21590. It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited failure to capture and it was not determined which product was responsible. No intervention was performed. The patient experienced no adverse consequences.